Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, the reported difficult to remove was due to procedural conditions. The reported unspecified tissue injury was related to the reported difficult to remove. The reported poor image resolution was due to challenging anatomy. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: due to patient anatomy, visualization was difficult throughout the procedure. Prior to inserting the ntr, the mean pressure gradient was 4mmhg. After grasping was performed, the gradient increased 6mmhg. Due to the increased gradient, the ntr clip was removed. After the clip was removed, the gradient returned to 4mmhg. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Patient had a very short posterior leaflet and a flail. An xtw clip was inserted and attempted to be placed medially of the flail. However, it was observed the clip became caught on the chordae. After several attempts at troubleshooting, the clip was able to be release from the chordae and retracted into the left atrium (la). However, at this time it was observed that a new flail had occurred on the lateral side of the commissure. The clip was then placed on the mitral valve without further issues. A second xtw was inserted and placed on the mitral valve, reducing mr to a grade of 3-4. In an attempt to further decrease mr, an ntr clip was inserted. However, after grasping, the gradient significantly increased. Due to the increased gradient, the ntr clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.